Event description:
This procedure was performed on the sfa. The protege everflex stent prematurely deployed. The physician deployed a second stent to cover the correct spot. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. Stent was implanted (B)(6) 2012.